Event description:
The customer reported the foot end panels have a 5 inch tear in the netting, no other damage reported. There was no patient contact.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the panel side foot end window zipper slider body is open. There are 1 inch elements bent on the zipper tape. The right side panel had 1/4 inch tears in the corner netting areas. The window side left has 1 inch broken stitches on the moulding zipper. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).